Event description:
It was reported that a flush port break occurred during the procedure. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a farawave pulsed field ablation catheter was selected for use. During the procedure, the flush port broke with little force. The catheter was replaced, and the procedure was completed successfully without patient complications. The device is expected to return for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The device was returned to boston scientific for analysis. Upon device return and inspection, the strain relief/luer was found to be separated & the flush port are not returned. A guidewire was inserted through the catheter. The catheter was deployed to the basket and successfully flowed. Subsequently, the flushing test was not possible because the strain relief/luer are separated. The catheter was observed in the microscopy to better observe the adhesive between the parts. With the help of a uv light, the separation of the strain relief/luer was seen. The complaint was confirmed through analysis.

Event description:
It was reported that a flush port break occurred during the procedure. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a farawave pulsed field ablation catheter was selected for use. During the procedure, the flush port broke with little force. The catheter was replaced, and the procedure was completed successfully without patient complications. The device is expected to return for laboratory analysis.